Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file; however, it was observed that the mobile power unit (mpu) was unrelated to the cause of the alarm. The submitted log file contained approximately 8 days of data ((B)(6)2020 per the timestamp). The data in the log file did not indicate any issues with the mpu. The log file captured a no external power alarm on (B)(6)2020 from 09:57:09 to 09:57:13 due to both system controller power cables being disconnected from power; this was deemed user error. The system controller backup battery supported the system during the loss of power without any issues. No other notable alarms were observed in the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. The reported event could not be correlated to an issue with the mpu. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on (B)(6)2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard three beeps separated by 30 minutes on (B)(6) 2020. There were no external power events observed on interrogation at the time of the beeps. The patient was on the mobile power unit (mpu) at the time of the events. Technical services noted the log file captured no external power events on (B)(6) 2020 that were due to simultaneous power lead disconnects. There were no other unusual events recorded in the log file event history. It was recommended if the patient denied disconnecting both leads to inspect the controller power leads, connector and pins and also the mpu patient cable, connectors and pins. The site later reported the mpu has a v-lock cable and it is not known how the power cord became disconnected and there were no environmental circumstances that would have caused interruption in power to the mpu per the patient.